Event description:
It was observed during the device evaluation, the bronchovideoscope had no electrical continuity due to corrosion on distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the the loss of electrical continuity occurred due to corrosion on distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.